Manufacturer narrative:
Omsc reviewed the manufacture history of the device and confirmed no irregularity. In the evaluation by omsc, the evaluation also confirmed the coil pipe inside the control section, through which the angle wire slides during angulation operation, was misaligned causing the restriction of the angle wire movement. The unintended angulation and the locking in the down direction was likely caused by sticking of the angle wire within the coil pipe. It is surmised that the coil pipe was misaligned because an excessive compressive force was applied to the angle wire during the angulation operation. Based on the past similar case, it is surmised that the cable support was unstuck because the bending section was forcibly angulated in up direction while the angulation was locked in down direction.

Event description:
Olympus medical systems corp. (Omsc) was informed that there was a problem with the motion of the bending section of the subject device. The further information was not provided from the user facility. There was no report of patient injury associated with the event. The subject device was returned to olympus (B)(4). (B)(4) evaluated the subject device and confirmed that the angulation of the bending section of the subject device was abnormally curved in down direction. After disassembling of the bending section tube, the evaluation confirmed that a part for guiding of angulation wire (cable support) was unstuck from the bending section tube. After the evaluation by (B)(4), the insertion portion of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On december 21th, 2018, the evaluation by omsc confirmed that the angulation of the bending section of the subject device was locked in down direction.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.